Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon receipt the monitor failed incoming functionality testing. Upon investigation it was discovered that the j4 high voltage wire harness assembly was not making a proper connection on the defibrillator board. The cause for the test failure was the improper connection of the j4 connector. The root cause for the improper connection of the j4 connector cannot be positively determined. No adverse event resulted from the defective monitor.

Event description:
A distributor returned a monitor indicating that it failed incoming functionality testing.